Manufacturer narrative:
Additional information: d9, g3, h3, h6. Vendor evaluation of the angel centrifuge shows no visible damage. The unit was powered on, and basic functions were checked. No error codes were displayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/25/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge spits out the blood and into the wrong bag. This occurred during a case with no patient affected.